Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-01358. It was reported that the patient's leads had migrated, causing irritation and unwanted symptoms and ineffective therapy. One lead had pulled down and was wrapped around the battery. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.